Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device reached recommended replacement time (rrt) in three years and four months probably from the higher atrial outputs. Therefore the device was removed and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Event description:
The high atrial output was due to suspected high thresholds.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).